Manufacturer narrative:
On 01/30/2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the sample it was noticed an area of missing material in the posterior view, measuring approximately 0.2 cm x 0.2 cm. Microscopic examination was performed and the cause of the rupture could not be identified, also one part of the sample nearly to the tear was analyzed by the scanning electron microscopy (sem) and no evidence of instrument damage was observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor smooth round moderate plus profile 300cc being used in a primary breast augmentation was found to be deflated during the operation. No adverse event was experienced by the patient. The deflated device was replaced, and the surgery continued. There were no reported procedural delays.